Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the device allegedly foreshortened. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiration date: 10/2024.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, x-ray images were provided demonstrating the deployed stent inside the vessel with a digital length measurement which confirms that the stent foreshortened during deployment. A process related issue could not be found. The lesion was calcified and recoiling, and no difficulty was experienced during deployment. A pre dilation was preformed, and a 6f introducer in combination with a 0.035" guidewire were used for access but the stent was placed in the venous system which is off label. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment. In particular the instruction for use state: 'prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Under required material the instruction for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire' in regards to pta the instruction for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The lifestent 5f vascular stent system is intended to improve luminal diameter in the treatment of symptomatic de novo or restenotic lesions in the native superficial femoral artery (sfa) and popliteal artery. H10: d4 (expiry date: 10/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery, the device allegedly foreshortened. The procedure was completed using another device. There was no reported patient injury.